Manufacturer narrative:
This complaint has been identified as a flow rate discrepancy. The manufacturer has identified corrective actions that will reduce the likelihood of occurrence of know causes of flow rate discrepancy. Additionally, gambro voluntarily issued a medical device advisory notice for the prismaflex continuous renal replacement system on 02-15-07 which provides instructions to the user on how to quickly and safely clear flow rate discrepancies without interrupting treatment.

Event description:
The operator changed the blood flow rate from 200 to 300ml/min in the flow rate screen. The blood flow rate in the status screen was 370ml/min. When the operator tried to return to the flow rate-screen the machine repeatedly alarmed for a malfunctioning blood pump. The operator rebooted the machine and no further issues were reported. There was no blood loss or any other patient consequences reported.